Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-implant device check, loss of capture was observed. An x-ray did not show lead dislodgement. Programming changes were made to restore capture. During a follow-up, the patient reported feeling pocket stimulation. Further programming changes were made to reduce the stimulation. The patient was stable and will continue to be monitored.